Event description:
It was reported that the patient presented in clinic for generator change out. Upon interrogation prior to procedure, it was found that the right ventricular (rv) lead exhibited high pacing impedance and no capture. The rv lead was capped and replaced on (B)(6) 2021. Patient condition was stable.